Event description:
It was reported that during an implant the device may have experience hardware damage. Low impedance was observed. Lead damage was suspected. The lead was capped.

Manufacturer narrative:
Na